Event description:
The manufacturer received information from a philips service technician that the positive flow verify test steps had failed on the trilogy 200 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint. The device has been received by the (third-party service center/manufacturer) and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer received information from a philips service technician that the positive flow verify test steps had failed on the trilogy 200 device. There was no serious patient harm or injury that occurred or was reported. The trilogy 200 device was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that the devices calibration was incorrect on the device causing the positive flow verify test steps to fail on the device. The manufacturer service technician recalibrated the device to address the issue. The manufacturer service technician re-performed the test steps, and the positive flow verification test step passed on the device. However, the active exhalation proportional valve and low flow o2 test steps had failed on the device. The device was re-evaluated by the manufacturer's service technician. The manufacturer's service technician re-evaluated and determined the active exhalation control module (or active exhalation controller) was replaced to address this issue. Additionally, during the service of the device, the cord retainer, rubber feet, and base enclosure assembly were replaced for physical damage unrelated to the reported issue.